Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reporting before use the bd vacutainer® sst¿ ii advance plus blood collection tubes had gel smearing. The following information was provided by the initial reporter: "gel spread thinly in the upper part of the tube.¿

Manufacturer narrative:
H.6. Investigation: bd received 1 sample from the customer for investigation. The sample was evaluated by visual examination and the indicated failure mode for gel smearing with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reporting before use the bd vacutainer® sst¿ ii advance plus blood collection tubes had gel smearing. The following information was provided by the initial reporter:" gel spread thinly in the upper part of the tube.¿